Manufacturer narrative:
Initial reporter number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gear was broken and torn off. It was also noted that the transmission was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to faulty handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was discovered that the compact air drive device chuck was slipping out from the anchoring. It was also reported that the device did not hold the attachment devices correctly. During in-house engineering evaluation, it was observed that the device gear was broken and torn off and the transmission was defective. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.